Manufacturer narrative:
Reported by dental facility. Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. Complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the brush head would not stay on the diamondclean toothbrush handle when it's turned on. No injury reported.